Event description:
The end-user stated that while going down his ramp with his chair, he turned the corner at the bottom of the ramp and the rear shaft sheered in two about 2 inches wheel. The wheel separated and threw him in the street. He was taken to the hospital and suffered minor cuts and bruises from his incident.